Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a loose air sensor, peeling downstream occlusion (dso) seal, and a slightly cracked battery compartment near latch lock slot. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device had a loose air sensor, peeling downstream occlusion (dso) seal. Review of event log found nothing related to complaint. There was no 12-month service history. Visual/functional testing was performed. Found delaminated downstream occlusion sensor (dso) seal and loose air detector, confirming complaint. Replaced dso seal and air detector. Device passed all testing criteria post repair.